Manufacturer narrative:
Event took place in united kingdom. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in UK: labouring lady with epidural in situ. During course of labour epidural set became disconnected between filter and catheter clip despite being secondarily secured with clear dressing. Resulted in offset of analgesia and painful distress.

Event description:
Irn# (B)(4). Labouring lady with epidural in situ. During course of labour epidural set became disconnected between filter and catheter clip despite being secondarily secured with clear dressing. Resulted in offset of analgesia and painful distress.

Manufacturer narrative:
Event took place in united kingdom. A lot number was not yet transmitted to pajunk at the time of the initial message. This has already been requested and we are awaiting feedback from the hospital. The product analysis has been in progress since the initial notice dated 09-09-2024 and will be published with the test results in the follow-up report.